Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the patient experienced pressure and reduced blood flow requiring additional intervention. In (B)(6) 2024, the patient underwent stent placement for severe coronary artery stenosis. Following the stent implantation, the patient experienced pressure and reduced blood flow at the opening of the obstructed branch vessel, leading to vessel closure and restricted blood flow. This complication delayed treatment and increased procedural risk. Initially, the physician attempted to use a guidewire to hook the mesh, but this approach was unsuccessful. The physician then replaced it with a non-boston scientific device to successfully hook the mesh. Further balloon dilation was performed to relieve the restriction and maintain blood flow. The procedure was completed without any harm to the patient. Since the promus premier stent had already been implanted, it could not be removed. No further information was provided.